Manufacturer narrative:
The iron2 reagent expiration date was not provided. The integra 400 plus analyzer serial number was (B)(6). The qc was within the assigned ranges prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with iron gen.2 (iron2) assay on an integra 400 plus analyzer. Initial result: 200 g/dl. The customer questioned the initial result and repeated the sample. Repeat result: 100 g/dl. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The data for the investigation was requested, but was not provided. The customer changed the reagent cassette. No further issues were reported after changing the reagent cassette. The investigation determined that the issue was isolated to that specific cassette and was consistent with contamination, storage, or temperature issues. The cause of the event could not be determined.